Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Additionally, it was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. On (B)(6) 2025 the customer lost consciousness and an ambulance was called. Customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit. Reportedly, the customer was in and out of it and was in diabetic ketoacidosis (dka). Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Issue was resolved and the customer was released (B)(6) 2025. The customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.